Event description:
It was reported that the patient presented with increased capture threshold. Lead anomaly was suspected. The lead was explanted and replaced. There were no reported adverse consequences to the patient.

Manufacturer narrative:
The lead exhibited normal electrical characteristics.